Event description:
A nurse reports two cases of inflammation following cataract surgery (no patient identifiers). The facility is not blaming any product(s) and they are investigating all possible sources of inflammation at their facility, including their cleaning process, sterilization prctices, and products used during the procedures. Additional information including patient identifier and patient outcome was requested but not received.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.